Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #19 failed to integrate due to allergic was removed. Patient experienced significant pain stemming from implant site. Patient took multiple rounds of antibiotics with no relief. Patient found out from her orthopedic surgeon she is allergic to titanium and is having all titanium removed from her back and requested implant removal as well.  Surgical/medical intervention required for permanent damage: yes, patient took multiple rounds of antibiotics. Symptoms as a result of the event: pain, edema & inflammation.

Manufacturer narrative:
One 3i t3 with dcd parallel walled implant 6/5 x 13mm (bnps6513) was returned for investigation. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. The device could not be functionally tested for the reported failure (allergic reaction). Pre-existing condition noted on the per was unknown density. The reported devices have been placed on tooth #19. Placed on a previously xenografted site. X-ray & picture evaluation: x-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2018101114). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2018101114) for similar events and no other complaint was identified. Mar post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
No further event information available at the time of this report.